Event description:
It was reported that two (2) exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle, butterfly port during compounding process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between october 05, 2023 and october 08, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received for b5: it was reported that eight (8) exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle, butterfly port during compounding process (previously reported as a quantity of 2). Should additional relevant information become available, a supplemental report will be submitted.